Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that decreased ventricular sensing and rv lead dislodgement under the x-ray were observed. The lead was retracted, but was not extending. The lead was explanted and replaced. The patient was stable post-procedure.